Event description:
Patient was injected in the nose with radiesse dermal filler; three days post injection, she developed a necrosis of the tip of her nose.

Manufacturer narrative:
Patient was injected in the nose with radiesse dermal filler; three days post injection, she developed a necrosis on the tip of her nose. She was treated with tetracycline (antibiotic).